Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source displayed a b error code during preparation for use. Customer added that the clv box was not functioning properly, and the cord did not secure properly into the back of the machine. The error message persisted despite the scope or room they use. There was no delay and no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partially confirmed. The error code was not reproduced, however, the cvl box was not functioning properly due to a faulty printed circuit board causing no output image. Other evaluation findings are as follows: the front panel mouth was cracked; the bottom chassis and front panel chassis were rusted; and there was corrosion inside the scope socket tubing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.